Event description:
During an emergency aneurism case the belmont displayed an error code and was removed and replaced by the level 1 to continue case. Patient later died on table but the belmont was not blamed in any way for the outcome of the patient.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident, serial number (B)(4), was returned to belmont medical technologies for evaluation. The users were unable to provide the specific error/alarm message experienced. The alarm that most likely occurred was one of the ri-2's two heating alarms: a "heating fault" alarm or an "over temperature" alarm. When the ri-2 detects either of these situations, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a "heating fault" alarm, the ri-2 displays the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists" and in the event of an "over temperature" alarm: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The following conditions may result in a "heating fault" alarm: 1) wet, dirty, or blocked disposable set windows; 2) wet, dirty, or blocked temperature probes; 3) temperature probe failure; 4) heater fault. The following conditions may result in an "over temperature" alarm: 1) over temperature; 2) fluid supply is over the temperature limit, greater than or equal to 42°c; 3) temperature probes are wet, dirty, or blocked; 4)restricted flow or out of fluid. The user reported that the patient later died on table but the belmont was not blamed in any way for the outcome of the patient. Upon receipt at belmont's service department, the service engineers were unable to produce any faults after prolonged testing. The device went through full preventive maintenance testing and no alarms were observed. All tests and inspections passed. The system performed according to specifications. The manufacturing records for this serial number were reviewed and no related anomalies were identified. Since the customer was unable to state the error code, device malfunction could not be verified and the root cause of the reported issue could not be determined. Belmont will continue to monitor for similar reports of this nature and take further action if necessary.